Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. High blood glucose reading was 545 mg/dl at the time of event. Customer experienced symptoms such as nausea and dehydration. Customer treated high blood glucose with manual insulin shot. Customer also stated that the sensor was bent. Customer was using insulin pump within 48 hours of the reported event. Auto mode was active at the time of event. The insulin pump will not be returned for analysis.